Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing close to the luer lock. The customer changed tubing and was able to fill tubing successfully. There was no impact on the customers blood glucose level.